Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the customer indicated that they have no details to provide anymore. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned; no further details from the customer.

Event description:
It was reported to vyaire medical that the revel ventilator had vent inop (inoperable) and that the blower sounded weak. Furthermore, there was no information regarding patient associated with the event.

Manufacturer narrative:
The supplemental report has corrected the model# to 19260-001.